Manufacturer narrative:
No sample or lot number information was received by manufacturing for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the reported event include a solution quality issue, but this is unlikely as chemistry and microbiology data must meet requirements prior to release of the product. Based on the available complaint information, the customer's complaint could not be verified. We can conclude that the disposition of the product remains unchanged. (B)(4).

Event description:
An ophthalmologist reported that viscoelastic product was used in a cataract procedure in which the patient experienced corneal edema and temporally paralyzed endothelial function in the right eye for three months. No treatments were initiated for this event which reportedly resolved with no remarkable change in the shape of the corneal endothelial cells.